Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the surgeon was removing a gall bladder and a burn was noticed on the liver bed of the pt. The unit was removed from the surgical field and replaced with another force triad generator. An olsen monopolar cable and an unk type of j-hook device were in use at the time of the incident. The pt has made a full recovery.